Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, loose motion and fever and was suspected to be peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for the event. The patient was treated with vancomycin (1gm, every 5 days, intraperitoneal, ongoing) and ceftazidime (1gm, once daily, intraperitoneal, ongoing). Pd therapy is ongoing. At the time of this report, the patient was recovering from the cloudy effluent and has recovered from loose motion, abdominal pain, and fever. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7 and h11. B5: upon follow up, it was reported that the patient was discharged from the hospital and antibiotics treatment discontinued. The patient recovered from the cloudy pd effluent. Hence, recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.